Manufacturer narrative:
The customer¿s experience with a pump module that failed rate accuracy testing was confirmed during testing. Rate accuracy testing performed on the returned pump module found the device under infusing with an error of -8.7192% and vpmr 155.5. The returned device was calibrated, however the resulting vpmr was observed out of range. An internal inspection followed rate accuracy testing. The returned pump module bezel was observed with 5 of the 6 bezel bosses cracked, 3 bosses separated from the bezel. Such cracks have been noted to cause lower than the intended infusion rates which could cause an under infusion event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer sent the device to the service depot with a complaint that it failed rate accuracy. Tech cad requested the device be sent from service for a cad investigation. There was no report of patient involvement.